Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient felt that the ipg was closer to the spine that caused the discomfort. The patient underwent a revision procedure wherein the position of the ipg was moved. The patient was doing well postoperatively.